Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a knee procedure, the device was overheating. The device did no present an error message, just stopped working. A backup device was available to complete the procedure with no delay and no patient injuries.

Event description:
It was reported that during a knee procedure, the device was overheating. It is unknown if a backup device was available and how the issue was resolved. No patient injury or other complications were reported.